Manufacturer narrative:
Tubing had or damage. Tubing was functional. Cylinder had a wear leak. Cylinder performed within specifications. Pump performed within specifications.

Event description:
Add'l info received on 10/31/97 indicates fluid loss.